Manufacturer narrative:
The company representative went on site and evaluated the system due to the reported event. As preventative measures, the company representative performed system calibration. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during creation of the corneal, lasik flaps, the laser did not perform complete side cuts. On the left eye, when the surgeon proceeded to lift the flap, he found the incomplete side cut around the 10 o'clock position. The surgeon used a blade to dissect the uncut area and completed the procedure with no further issues. There are two medical device reports associated with this event. This report is for the left eye.